Event description:
Custoemr reports receiving a freestyle blood glucose reading of 298 mg/dl and administering insulin based on this reading. Customer reported waking up, getting out of bed and passing out the very next morning. Customer did not call for medical assistance. They report finding themselves on the floor and then eating something to bring glucose levels up an instructed by their doctor.